Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), swelling ("swelling / so swollen that her clothes even underwear did not fit"), pyrexia ("fever"), nausea ("nausea"), fatigue ("fatigue"), feeling abnormal ("felt bad") and asthenia ("did not manage the workday all the way / all her energy went to basic being"). The patient was treated with surgery (surgery was performed in (B)(6) 2016, and only ovaries remained). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, weight fluctuation, swelling, pyrexia, nausea, fatigue, feeling abnormal and asthenia was resolving. The reporter provided no causality assessment for asthenia, fatigue, feeling abnormal, nausea, pelvic pain, pyrexia, swelling and weight fluctuation with essure. The reporter commented: now, months after the surgery, almost all the symptoms she had have disappeared. Case was found in lay press newspaper while media monitoring. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3021 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.